Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address is not available. Based on complaint information, the device was not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (0000210935) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure targeting a right common carotid artery (cca) occlusion, a 95cm emboguard 87 balloon guide catheter (bgc) (bg8795u / 0000210935) was used in accordance with the instructions for use (IFU). Preparation was performed as usual; an attempt was made to place the emboguard bgc at the target lesion with angiography catheter (unspecified brand) and guidewire (unspecified brand), but the balloon component of the emboguard was torn during insertion. It was replaced with a new emboguard, which was reportedly placed at the cca, but it was ultimately replaced with an 8fr optimo¿ balloon guide catheter (tokai medical products), because the emboguard bgc ¿slipped down.¿ the procedure was completed via direct aspiration first pass technique (adapt). Continuous flush was maintained during the procedure. There was no report of any negative patient impact. On 25-sep-2023, additional information was received. The information confirmed the lot number of the device (0000210935). Per the additional information, the first emboguard balloon catheter was torn during insertion and was replaced with a new emboguard balloon catheter. The replacement (second emboguard balloon catheter) was placed at the cca, but slipped down and was then replaced with an 8fr optimo balloon catheter. The information indicated that there was no other issue reported related to the second emboguard balloon catheter other than it slipped down when it was placed at the cca. The additional information included the initial reporter information. It also indicated that no further information is available at this time.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 05-oct-2023 [additional information]: on 05-oct-2023, additional information was received. Based on the additional information the patient is a japanese male in his 90s. The information indicated that the second emboguard balloon catheter is from the same lot number (0000210935). The surgical access point was femoral. There was use of a peel-away sheath. It is not known how many times the first emboguard balloon catheter was inflated. It was also unknown how many times the second emboguard balloon catheter was inflated. Other information are not available as the physician did not provide responses. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.